Event description:
It was reported that the patient presented with episodes of ventricular fibrillation. Upon review of the electrogram it was noted that the right ventricular lead exhibited undersensing, oversensing. An x-ray was performed it should the lead had dislodged. The lead also provided multiple inappropriate high voltage therapies. Once all the therapies were exhausted the patient did not return to sinus rhythm due to the right ventricular lead sensing issue. The lead was repositioned. The patient was stable during and post procedure.